Event description:
In 2008, my wife had a spinal fusion of her l3-4. The orthopaedist used titanium implants, screws, and "bone morphogenetic protein." Her recovery was slow, and then four months later, she began to experience memory and disorientation issues. The following month, she suffered a grand mal seizure and was hospitalized. The diagnosis is auto immune limbic encephalitis. She was placed in the ICU for 8 days for treatment; spent 2-1/2 weeks in the hospital, and later in a rehab facility. She is doing better now, but still suffers from memory and cognitive issues. The orthopaedist and her neurologist know of no connection between the protein material used in her fusion and these symptoms, and the material, we are told, has been used in large numbers of fusions. My inquiry to FDA is whether you have any data at all that might suggest such a connection. My concern is aggravated by the fact that my wife is likely to need another spinal fusion in another area of her back, and I want to be sure that the bone morphogenetic protein will not aggravate her condition.